Event description:
During placement of epidural catheter and use of a spinal needle for placement verification through the epidural, patient had a labor contraction with a quick movement the provider was holding onto the needle and it broke. All parts of needle retrieved. FDA safety report ID # (B)(4).